Event description:
The customer reported that the power supply that allows the c-arm to raise and lower is defective. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the power supply. No patient injury was reported.